Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise. The noise was oversensed and resulted in greater than 2 seconds of pacing inhibition. The patient was seen and isometrics were performed. Noise was able to be reproduced and a defibrillation threshold (dft) test was also performed which was successful. The patient is dependent. At this time, the lead remains in service, but sensitivity was adjusted. A lead revision is expected, but has not been scheduled. No additional adverse patient effects were reported.